Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. A visual inspection was performed and no defects were found. A simulated therapy was performed using the returned sample and no issues were noted. The reported condition could not be confirmed with the provided information. As a result, the root cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was reported to be available but has not yet been received. A batch review was completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.